Event description:
During the draping process, the surgical tech attempted to peel the adhesive strip covers from the abdominal drape. Instead of the adhesive coverings coming off, the entire adhesive tape strips peeled off of the drape. FDA safety report ID # (B)(4).